Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that sensor was worn beyond seven days. No additional event or patient information is available. Labeling indicates: the sensor continuously measures and displays your sensor glucose readings for up to 7 days. Also: shutting down the receiver does not extend the sensor life beyond 7 days. Your sensor session will stop 7 days after you started the sensor session.